Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Based on the review of the provided reaction monitor, the most probable cause of the issue was insufficient pipetting. The cause of the insufficient pipetting was unknown, may have been due to bubbles or foam on top of the sample as suspected by the customer. As calibration and qc results were acceptable and the instrument was checked by a field service representative and all checks were fine, general issues with the instrument and reagent could be excluded.

Event description:
The customer received a questionable tobramycin result for one patient sample. The initial result was 0.09 ug/ml and was reported outside the laboratory. The doctor questioned the result as he was infusing tobramycin at the time. The sample was repeated and the result was 2.7 ug/ml. The repeat result was believed to be correct. The patient was not adversely affected. The tobramycin reagent lot number and expiration date were requested but were not provided. The field service representative could not determine a cause and stated it may have been a sample issue. He checked the system and could not find a cause other than a sample issue such as a bubble on top of the sample. He replaced the sample probe as a preventive measure. The diagnostics checks were all fine.

Manufacturer narrative:
Additional information was received stating the initial result ( date of the event) and date of repeat testing was actually (B)(6) 2014. The repeat result was actually 2.65 ug/ml. The patient was a (B)(6) year old female.